Manufacturer narrative:
Product complaint #: (B)(4). Device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: did you receives product that is not within the same product family. Mixed suture material ? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown cardiovascular procedure on (B)(6) 2022 and suture was used. Both sutures in the package were white, though there should have been a green suture and a white suture. No adverse patient consequences were reported. Additional information was requested.